Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2016 during follow up with tandem technical support, the customer was able to clear the alarm and resume insulin delivery. The customer reported blood glucose levels were not affected by the issue as the customer had not eaten during that period of time. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while wearing the pump against the skin and there was a delay in clearing the altitude alarm. The customer's blood glucose level was 238 mg/dl at the time tandem technical support (cts) was contacted. It was indicated that the customer has insulin on board (iob) to lower bg levels to target range and manual injections.